Manufacturer narrative:
Product analysis of the stent delivery system (sds) revealed tip damage and stent movement. The tip of the sds was severely damaged and stretched. There was a kinked 7mm from the distal tip. The stent had moved proximally on the balloon and was located on the outer lumen of the device 7 mm distal to the port area. The balloon was visually and microscopically examined; the stent impressions and pillowing effect indicated that the stent had been correctly crimped. The balloon was tightly wrapped and was not subjected to any positive pressure. A mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention (pci) procedure, advancement difficulties occurred. The 3.0x12mm liberte bare metal stent delivery system (sds) was loaded onto the non-bsc guidewire and became stuck outside the patient. The physician removed the sds separately from the guidewire and completed the case with another of the same device. There were no patient complications and the patient's current condition is listed as "ok". However, product analysis revealed that the stent moved on the balloon.